Event description:
Information received indicates the right brake caster will not hold.

Manufacturer narrative:
The technician replaced the brake caster, a plain caster, and adjusted the brake to repair the bed.